Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. The pt reported that the pt was not able to test on the meter. The meter allegedly was prompting "not ok". There were no results obtained from the meter. There were no results from any other source. There was no comparison with any other device. There was no treatment. The pt tried new batteries. No further info has been reported.